Manufacturer narrative:
Concomitant product(s): product ID: 377860, lot# v013243, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v013243, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that he had his hip replaced on the same side as the implantable neurostimulator (ins). They cut all the way up almost to the battery. The surgery was scheduled for (B)(6) 2015. The patient later reported that the device was turned off during surgery for heart monitoring. The patient had a concern about the settings following surgery. All settings revealed the same with minimal adjustments, essentially little to no effect. No notable symptoms were reported to the incision being so close to the ins. The incision was sealed with adhesive and he felt not discomfort around the device, which was turned back on immediately after surgery. It was noted that the patient was implanted for chest wall and lumbar radiculopathy.